Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 6mm to occlude the vessel. The physician inserted the pre-dilatation balloon catheter and pre-dilated the vessel. The physician then inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician then re-inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician noticed that after the stent was placed that the occlusion balloon had deflated. The device was removed and the case was completed. The patient is reported to be fine.